Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
A personal injury attorney, on behalf of patient, has initiated litigation against dexcom, based upon the patient¿s allegation that he was injured while allegedly using the g6 cgm device. Patient¿s attorney alleges that user¿s receiver/display device failed to alert him to dangerous glucose levels and/or stopped receiving glucose information from the g6 system. The user was unaware he was experiencing a hypoglycemic event and allegedly lost consciousness resulting in a car crash in which he claims serious injuries, including, but not limited to, a left hip dislocation and fracture, multiple rib fractures, and a collapsed lung. He thereafter alleges that he required inpatient hospital care for continuous monitoring and treatment of his alleged injuries. Despite additional requests for information, no further information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.